Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that the insulin pump was not properly delivering insulin. Patient reported high blood glucose of 516mg/dl and treated with insulin pump. Customer reported issues with infusion set not adhering. It was not stated whether auto mode feature was in use at the time of incident. Follow up request will be made. Troubleshooting did occur. Product will not be returned for analysis.